Event description:
Area sales manager reports: "a patient who is new to lip filler was injected with 2.2 ml. After treatment the patient experienced pain, swelling, lumps, bumps and unevenness. After being instructed to apply a hot compress and massage for two weeks, the patients' lips are still lumpy and uneven. She wanted the filler dissolved." The area sales manager says the filler has been dissolved. The clinic has not provided lot number and other information requested to do the investigation.